Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter (3max). During the procedure, the physician engaged the thrombus using the 3max, then attempted to remove the thrombus by withdrawing the 3max; however, upon retracting the 3max into a penumbra system ace 68 reperfusion catheter (ace 68) while aspirating, the 3max collapsed. The physician then successfully completed the procedure using the ace 68. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2017-00116. 1. Section d. Box 4. Unique identifier (is unknown) h3 other text : placeholder.